Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a horizontal angle measuring at 55 degrees. During the procedure, at 80 percent deployment it was assessed in cusp overlap view and coplanar then determined that the depth was too shallow. While discussing to recapture fully and deploy deeper, the valve was prematurely deployed at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc) in a shallow position causing coronary occlusion. The patient was coded, and an extra corporeal membrane oxygenation (ECMO) was utilized. Navitor was removed surgically and replaced with surgical aortic valve replacement with a non-abbott pump. There was no clinically significant delay reported. The patient was admitted in the intensive care unit (ICU) with the ECMO.

Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported premature separation could not be conclusively determined. Possible due procedural circumstances. The reported unexpected medical interventions and surgical intervention were result of case specific circumstances, as CPR and intra-aortic balloon pump were performed, and device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at 80 percent deployment it was assessed in cusp overlap view and coplanar then determined that the depth was too shallow. While discussing to recapture fully and deploy deeper, the valve was prematurely deployed in a shallow position causing coronary occlusion. The patient was coded and an extra corporeal membrane oxygenation (ECMO) was utilized. Navitor was removed surgically and replaced with surgical aortic valve replacement with a non-abbott pump. The patient was admitted in the intensive care unit (ICU) with the ECMO.